Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to hyperglycemia. Troubleshooting was performed and found that the customer had suspended insulin delivery on the insulin pump prior to the event. At the time of the phone call, insulin delivery was still suspended. It was explained to the customer that insulin had not been delivered into his body as a result of him placing the insulin pump into the suspend mode. The insulin pump was programmed correctly. It was discovered that the insulin pump alarmed no delivery prior to the event. Nothing further was reported.